Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose level during the incident was 415 mg/dl. The customer's current blood glucose level was 511 mg/dl. They treated their high blood glucose with insulin pump. Troubleshooting was performed and it was found that the infusion set's cannula was bent. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No anomalies were noted. The insulin pump functioned properly during testing.